Event description:
Reportedly, there is noise detection. Noise inhibits ventricular pacing. Patient with 100% pacing.

Manufacturer narrative:
The review of data provided confirmed the reported issue: there is ventricular oversensing recorded in the data retrieved on (B)(6) 2025 and the ventricular oversensing inhibited ventricular pacing. The subject device platinium 4lv sonr crt-d 1844 s/n (B)(6) was implanted on (B)(6) 2020 and connected to the right ventricular (rv) lead optisure lda210 s/n (B)(6). An in-clinic follow-up took place first on (B)(6) 2025, followed by two in-clinic follow-ups on (B)(6) 2025. Data from these three in-clinic follow-ups were provided. On (B)(6) 2025, the electrical measurements were normal. Ventricular oversensing had been recorded from 0,4 mv to 1,4 mv. The ventricular impedances and the rv coil continuity are stable. Non-sustained episodes were recorded, almost all ventricular oversensing leading ventricular pauses and pacing inhibition: non-physiological signals that are most probably due to myopotentials. The rv pacing threshold was measured below 1 v. On (B)(6) 2025, the following recommendations were provided: - programming of the ventricular sensitivity from 0,4 mv to 0,6 mv - programming of the vf persistence from 14 cycles to 20 cycles the x-ray provided from (B)(6) 2025 shows normal positioning of the rv lead. On (B)(6) 2025, the electrical measurements were normal. No new episodes were recorded and only 7 oversensed ventricular waves were recorded. The rv pacing threshold was measured at 0.5 v. On (B)(6) 2025, the ventricular sensitivity was set to 0,6mv. On (B)(6) 2025, the electrical measurements were normal. No new episodes were recorded. On (B)(6) 2025, the vf persistence was reprogrammed to 20 cycles. Over detection of myopotentials remains the most probable hypothesis to explain the reported issue. No malfunction is suspected on the subject platinium device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, there is noise detection. Noise inhibits ventricular pacing. Patient with 100% pacing.